Event description:
It was reported that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to far field p wave oversensing. The patient did not experience any symptoms. The telemetry gain was adjusted. Patient presented in clinic on (B)(6) 2017. Patient's implantable cardioverter defibrillator therapies were turned off and a life vest was applied.